Event description:
Reporter alleged customer received blood glucose test results in the "700's" mg/dl and "900's" mg/dl on the active s system. Reporter found an specific example in the customer's diary of 902 mg/dl. The device should report numeric results in the range of 10-600 mg/dl, with results greater than 600 mg/dl being reported as "hi". The reporter stated that the customer had no symptoms and did not treat/act on result. No serious adverse event was reported in connection to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.